Manufacturer narrative:
On 9-feb-2016, a field service engineer (fse) asked customer to disconnect tubing from sample needle and do a warm up. The error still persisted. On 10-feb-2016, the same request was repeated with no error. The needle was replaced and the problem was resolved. The customer ran patient samples and all were within range. No further action required by field service. The most probable cause of the reported event was a plugged needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer called to report large syringe error on their g8 analyzer after turning on the power. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.